Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and the display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device and accessories were returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. The device was put through extensive testing including bench handling, defibrillation cycling, impedance testing and environmental chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.